Event description:
A systsem error 2240 message that appeared on the display of the home pt's homechoice machine during drain 2/5 of his automated peritoneal dialysis therapy. Reportedly, the home pt disconnected his transfer set from the pt line of the homechoice set without pausing therapy. Baxter's technical service center assisted the home pt in ending the therapy early. No pt injury or medical intervention was associated with this incident.

Manufacturer narrative:
The home pt's nurse has agreed to reveiw proper procedures with the home pt.